Manufacturer narrative:
It was reported the catheter was being inserted into a male patient and broke into three pieces along the shaft of the catheter. A piece was retained in, but did protrude from the meatus. Staff was able to remove the retained piece by pulling on the protruding portion. A new catheter was placed without incident. It is unknown if staff noted any visual or tactile deformities to the catheter prior to insertion. Sample was received and complaint was confirmed with a suspected root cause of material degradation over time, with factors such as age, storage conditions, and other external conditions potentially acting as contributing factors. The facility reported catheters are stored in a pyxis system; it is unknown how long the catheter was in storage prior to use. Due to the reported incident and in abundance of caution this medwatch is being filed.

Event description:
It was reported during insertion a foley catheter broke.